Manufacturer narrative:
Date rec'd by MFR: 26may2019. A oxygen valve solenoid assembly was return for analysis. A visual inspection of the oxygen valve solenoid assembly revealed no evidence of damage or contamination. The returned oxygen valve solenoid assembly was installed into the failure investigation (fi) test ventilator and the fi technician attempted to duplicate the reported issue. The oxygen valve solenoid assembly passed all tests performed by the fi technician. The oxygen valve solenoid assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06march2019. (B)(4). Occurrence of leak was confirmed at o2 flow test.the fse replaced the oxygen solenoid valve to fix the issue. Unit was checked overall and run in tests then no abnormality was confirmed.

Event description:
Philips field service engineer (fse) reports flow sensor performance verification test failed. No patient/user harm reported. Event date not specified; estimate used.